Manufacturer narrative:
Device history record review has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
Device report received from (B)(6) reported that a tibia plate broke 5 months post operatively and was explanted.